Event description:
It was reported to medtronic neurosurgery that the pt had an lumbo-peritoneal shunt that kept resetting itself. The report stated that the pt would be having revision surgery on (B)(6) 2013.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.